Manufacturer narrative:
No malfunction was noted during the procedure. Further review of the machine by a haemonetics field service engineer found the machine to be within performance parameters. None of the disposable units used were noted to be defective by the center. The disposable units used during the procedure were not available for evaluation. No non-conformities found in the review of historical records for the disposables or retains. Infiltration was determined to likely be due to phlebotomy technique. At this time, the medical examiner's report and police report could not be obtained. On (B)(6) 2011, the center reported to haemonetics that it was confirmed from donor's brother that the deceased's body was discovered in reported "drug house". In addition, it was learned that donor had health problems not previously disclosed, i.e. Enlarged heart.

Event description:
A customer contacted haemonetics on (B)(6) 2011, and alleged that a donor had passed away. The donor had donated plasma on (B)(6) 2011. The procedure was terminated prematurely due to infiltration at the venipuncture site. After the donor was dismissed, he had fallen in the parking lot and was returned to the center. No operator injury reported. On (B)(6) 2011, the donor arrived for plasmapheresis procedure. Donor has been in 6 times previously and no reaction history. No medical history of note in his file. Prior testing for his blood showed no viral markers. Vitals were taken. The procedure was going as expected until alarms during the 4th or 5th cycle return for low flow or no flow. After attempts to correct this issue, the phlebotomist identified infiltration and the venipuncture site with no hematoma. It was not recorded whether the donor felt any discomfort. The donor authorized the phlebotomist at 9:20am to perform a second venipuncture in his other arm to continue the return cycle. The procedure continued with further low flow or no flow alarms. The phlebotomist attempted to identify a site for the third venipuncture but could not find an appropriate vein. The procedure was discontinued. Eight hundred sixty-seven ml of plasma collected out of the target volume of 880ml. Bowl was full of red cells (determined to be greater than 200ml) so the donor was deferred. No further ill affects noted. The donor was dismissed. At 11am, staff was notified that the donor had fallen in the parking lot. They noted abrasions on his arm. They were unsure if he had fainted or felt weakness. Vitals were taken and nothing irregular noted. Donor admitted he had not eaten anything yet. The donor was given gatorade and crackers and monitored for 30 minutes. Vitals were taken again and nothing irregular noted. Donor was dismissed with the instruction to eat and monitor the venipuncture site. The next day, (B)(6) 2011, the donor's brother reported to the center that the donor had passed away.